Manufacturer narrative:
On july 16, 2020, zoll received a medwatch report # (B)(4). Therefore, this submission was created to respond to FDA. The catheter associated with this complaint was not returned for evaluation. The product was discarded by the customer. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined.

Event description:
On july 16, 2020, zoll received a medwatch report # (B)(4): "during insertion, the doctor met resistance, then aborted the insertion. When the device was removed, it was noted that the sheath was severely damaged." No further information could be retrieved from the customer.